Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the rowboard cable. A field service engineer tightened the rowboard cable connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure and device was not detected on the bus. A customer reported that able to get medication from another station and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.